Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that at 1:25 pm on (B)(6) 2016 the device was programmed to infuse a custom concentration infusion of methotrexate standard dose (drugid 135). 7530mg was entered for the drug amount and 802ml was entered for the diluent volume, which made the concentration 9.389mg/ml. A 2.51m2 was entered for the bsa, which made the dose 3000mg/m2. A ¿yes¿ response was made to the guardrails warning ¿dose exceeds guardrails limit of 300mg/m2. Proceed?¿ the rate was calculated to be 802ml/hr, and the vtbi was calculated to be 802ml. At 2:26 pm, the device alarmed for air in line. At 2:29 pm, the device was paused. At 2:49 pm, the device was channeled off. At 2:51 pm, the device was removed. The primary volume recorded as being infused during this period was 798.36ml. The root cause of the customer¿s report of an overinfusion was identified as programming a custom concentration medication. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported an infusion of methotrexate 7530 mg in 0.9% sodium chloride 500 ml intended to infuse over 22 hours at 36ml/hr completed in 1 hour and 50 minutes. The patient had complete metabolic panels for possible neuro, hepatic or renal toxicity; all lab results were within normal limits, and the patient's vital signs remained stable. The patient received bicarb and leucovorin rescue; there was no apparent harm to the patient. The customer requests a log review to confirm the programming believed to be the cause of the over infusion.

Manufacturer narrative:
Additional information provided: model/lot #, concomitant medical products & device manufacture date.